Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was reported that the navigation system was used in two subsequent procedure without issue.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the application software progressed without prompt from the user after loading a patient into the navigation system. It was noted that the system then regressed to the login page and then became unresponsive during the procedure. It was reported that restarting the navigation system restored functionality. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.